Manufacturer narrative:
(B)(4). Email address: (B)(6). Ortho performed complaint review by lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. Discordant positive fya(fy1) antigen typing results for 1 patient and 15 donors. The assignable cause could not be determined although it could not be excluded to be protocol-related, the customer using a test method not validated by ortho. No general product failure is identified. No biased results were reported to physicians. The patient/donors were not harmed.

Event description:
On (B)(6) 2022, a customer complained to ortho care after obtaining what was described as discordant positive fya(fy1) antigen typing results for one patient and 15 donors using ortho anti-fya(fy1) antiserum with competitor gel cards in manual method. Complainant/complaint reporter: mrs deichen ¿ laboratory technician events dates: (B)(6) 2022. Reported on 12 may 2022 by mrs deichen to ortho care. Reagents: ortho anti-fya(fy1) antiserum lot fa244cx expiry 28 july 2023, manufactured 28 july 2021 competitor gel coombs cards, lot number and expiry date not provided. Software version: n/ap. Patient/donors information: not provided. The customer reported that on (B)(6) 2022, they had tested samples from one patient and 15 donors for fya(fy1) antigen typing using ortho anti-fya(fy1) antiserum lot fa244cx with competitor gel coombs cards in manual method and that they had obtained discordant 0.5+ positive reactions. No further detail was provided. Note: false positives in fya(fy1) antigen typing for donors are not phs as per wki53779. The customer reported that no biased result had been reported to physicians. The customer reported that the patient and donors had not been harmed as a result of the reported events.